Event description:
The device fired half way and then jammed. The surgeon could not open the device and pulled on it and tore the appendage. When the device did open the staples were not formed the further distal down the cut line.